Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported an unresponsive up button. Customer's blood glucose was 78 mg/dl. Customer could not recall any significant events leading to the keypad issues. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.